Event description:
Adverse event(s): "pt impact is unk" (no known impact or consequence to pt). Product problem(s): "failure to prime" (failure to prime); "system message displayed" (device displays error message). A customer reported the system failed to prime and a system message was displayed. No add'l info was provided. Add'l info has been requested.

Manufacturer narrative:
A company service rep examined the system. The latch assembly was replaced. The system was then tested and met all product specs. (B)(4).